Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The part and lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed the reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that femoral cortical thickening was present in the distal portion of the stem in 26 hips.